Event description:
It was reported to philips the device cables were not working. There was no reported patient involvement.

Event description:
It was reported to philips the device cables were not working. A philips field service engineer (fse) evaluated the device. The fse tested all cables that came with device including therapy cables, ECG trunk cable, limb leads and chest leads cables. The fse was not able to find or duplicate this issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.